Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Current right ventricular (rv) pace impedance trend is within range at 318-397 ohms. Lifetime minimum rv pacing impedance me assured 179 ohms. There were 10053042 successful paces with 560 short circuit paces and 585 non-physiological paces.

Event description:
It was reported that the patient's lead had an alert for low pacing impedance. The patient will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.